Event description:
A customer reported an over infusion of heparin. The details of the event are as follows: a heparin drip was started on (B)(6) 2012 at 2100. The heparin concentration was 25,000 units/500mls or 50 units/ml. The dosage for the pt was weight-based. She weighed (B)(6) which would be 3700 units bolus and an initial infusion rate of 850 units/hour. The initial infusion rate was 14 units/kg/hr. The written order stated that if the ptt reading was <35 after the initial infusion, then the rate should be increased by a rate of 4 units/kg/hr. The rate increase was calculated to be 1050 units/hr, when it should have been increased by 244 units/hr. Rn found the overinfusion on (B)(6) 2012 at 12:23pm. At 450mls of heparin was documented to have infused to the pt. There was no pt harm. The heparin was held for 1 hour and labs were drawn and the drip rate was reduced by 250 units/hr. The customer stated that no further pt or event info is available.

Manufacturer narrative:
(B)(4). The customer has provided event logs and data set for an eval. A f/u report will be submitted once the investigation has been completed.